Event description:
It was reported that during preparation of the console for a procedure, a noise and burning smell occurred. The system could not be turned back on and the planned procedure was canceled. There was no patient present or sedated at the time this issue occurred.

Manufacturer narrative:
The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The system was evaluated in the field and the voltage select board was replaced. The system was checked in both user and service modes. The power output was measured through a testing fiber. Preventive maintenance was performed. The system was tested and verified to function according to manufacturer's specifications.

Event description:
It was reported that during preparation of the console for a procedure, a noise and burning smell occurred. The system could not be turned back on and the planned procedure was canceled. There was no patient present or sedated at the time this issue occurred.